Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 562 mg/dl. Air bubbles of soda bubble size in reservoir were also reported. Patient's other blood glucose values were 275 and 121 mg/dl. High blood glucose values were treated by insulin pump. The reservoir is expected to be returned for analysis.